Manufacturer narrative:
We have received your complaint regarding the above-listed device and would like to thank you for your support of our market surveillance. Till today, the medical product has not been made available for analysis, and it was therefore not possible to examine it. The analysis is therefore based on a review of the production documents of the product complained about and an analysis of the supplied data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the supplied follow-up data, recorded between (B)(6) 2019 and (B)(6) 2020, showed that the ventricular amplitudes were initially sensed between 5 and 7 mv, followed by a drastic drop to 2 mv after a few days, after which the amplitudes were recorded as fluctuating between 2 and 3.5 mv until the end of the recording period. The atrial amplitudes were first sensed around about 2 mv before the described recording failure occurred starting from about mid april 2020. The analysis of the supplied iegm episodes showed interference signals in the atrial, ventricular, and far-field channel, which led to the observed incorrect tachycardia detection. Based on the enclosed images, a twiddler syndrome cannot be ruled out as cause. Despite the available information, no final conclusions can be drawn as to the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should become available, please send these to us also. The incident will then be updated accordingly.

Event description:
It was reported that approx. 39 months after implantation, interfering signals in the rv channel were detected, which could be related to twiddler syndrome. The lead was capped and a new lead was implanted.